Manufacturer narrative:
Correction: describe event or problem.

Event description:
It was reported that the pc unit had damaged iui. This was reported to bd representatives during site visit. There was no patient involvement. Although requested no additional information will be provided by the customer, no devices will be returned.

Event description:
It was reported that the pc unit had damaged iui. This was reported to bd representatives during site visit. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pc unit had damaged iui. This was reported to bd representatives during site visit. There was no patient involvement. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. Root cause: the root cause of the reported issue of damaged iui was not determined as no device was returned for investigation.